Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lens. Event history log review not applicable. Functional testing was able to replicate the reported issue; the device was found to be over-delivering. The root cause was unable to be determined; however, was likely the expulsor out of specification. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was over-delivering. There was no patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-00295. Please reference file mrn 3012307300-2024-00459 for all details pertinent to this event.